Event description:
It was reported that signal loss over one hour occurred. It was determined that the loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On 08/05/2023, the patient experienced loss of connection for 3 hours or more which occurred an undocumented number of days after the sensor had been inserted in an undocumented location. The patient was experiencing "signal loss" on the app. It was not documented what the cgm (continuous glucose monitor) reading was prior to signal loss. It was not documented whether the patient was checking the bg (blood glucose) by fingerstick during the period of signal loss. The patient experienced chest pain and called 911. After 10-15 minutes, paramedics arrived, and the patient was treated with IV saline and nitroglycerine tablet. The patient's bg was extremely high (no value documented). Upon arrival at the hospital, the patient's bg was 527 mg/dl and the sensor and transmitter were removed. The patient was hospitalized for 4 days and treated by unremembered means. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was euglycemic but had previously been hypoglycemic. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia.